Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that leak appears to have been noted at the top of the pump segment. The tubing was found to be leaking during the product infusion.

Manufacturer narrative:
The customer reported leaking from the top of the pump segment, and returned photos of the sample, of material 2477-0007, lot 25045544. Upon initial visual examination, the photos verified the complaint of tubing damage and leakage from the silicon pumping segment. There appears to be a pinhole or small cut in the silicon, found during use and infusion. The root cause for the failure could not be confirmed, but is not traced to the manufacturing process. There is a potential clinical root cause, and a member of our clinical team has reached out. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information provided.